Event description:
A report was received that the patient was having difficulty charging. The bsn field clinical engineer (fce) met with the patient and determined that the pocket was too deep and recommended that the pocket be revised.